Event description:
It was reported that the patient underwent a hysteroscopic myomectomy in 2006. The loop electrode broke during the procedure. Some bleeding occurred as a result. Another electrode was used to stop the bleeding and complete the surgery.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete.